Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) is going lower than what it is programmed to be in the morning, and that it is "skipping beats". The ipg remains in use. No patient complications have been reported as a result of this event.